Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced air bubbles in the line. The following information was provided by the initial reporter. The customer stated: the patient has renal replacement therapy catheter in the right femoral artery with constant air entrainment dysfunction and only presents return via the venous route at one hour and fifteen minutes of therapy, presents coagulation of filters and lines due to the dysfunction of the device, the nephrologist is informed, doctor and shift manager who orders the therapy to be reassembled, the hemodialysis manager rechecks the catheter and again verifies its dysfunctionality, but nevertheless the therapy is mounted again after 3 hours of therapy the entrainment of air through the arterial line it is too much, the nephrologist and head of the service are again informed, who orders the stopping and disconnection of therapy. A change of catheter is requested from the previous therapy, the dysfunctionality of the catheter was reported. Additional information: patient with a history of hypertension and smoking, in ICU for acute heart failure in the context of pulmonary edema and dialysis urgency, sarscov2 infection was ruled out, dialysis protocol was started with marked clinical improvement, last hemodialysis on (B)(6) 2021, paraclinicals of the day with electrolytes in goals, hemogram with normocytic-normochromic anemia the medical device does not influence the clinical condition of the patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter, the device experienced air bubbles in the line. The following information was provided by the initial reporter. The customer stated: the patient has renal replacement therapy catheter in the right femoral artery with constant air entrainment dysfunction and only presents return via the venous route at one hour and fifteen minutes of therapy, presents coagulation of filters and lines due to the dysfunction of the device, the nephrologist is informed, doctor and shift manager who orders the therapy to be reassembled, the hemodialysis manager rechecks the catheter and again verifies its dysfunctionality, but nevertheless the therapy is mounted again after 3 hours of therapy the entrainment of air through the arterial line it is too much, the nephrologist and head of the service are again informed, who orders the stopping and disconnection of therapy. A change of catheter is requested from the previous therapy, the dysfunctionality of the catheter was reported. Additional information: patient with a history of hypertension and smoking, in ICU for acute heart failure in the context of pulmonary edema and dialysis urgency, sarscov2 infection was ruled out, dialysis protocol was started with marked clinical improvement, last hemodialysis on (B)(6) 2021, paraclinicals of the day with electrolytes in goals, hemogram with normocytic-normochromic anemia the medical device does not influence the clinical condition of the patient.